Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated the buttons were unresponsive on the insulin pump. Customer also stated they were unable to resolve the alarm with a battery change. The customer's blood glucose was 11 mmol/l. The customer could not recall any significant events leading to the alarm. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.